Event description:
It was reported, the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold. The physician suspected that the patient was twiddling the device, due to the lack of slack. Which resulted, in a ¿micro dislodgement¿. Which was confirmed, by diagnostic imaging. The rv lead was explanted and replaced. The patient was stable throughout.